Event description:
It was reported that the procedure was to treat lesions located in the mid circumflex (cx), and the moderately calcified, mid left anterior descending artery (lad). After successful implantation of 2 xience v stents (3.0x18 mm and 3.0x15 mm) in the mid cx, predilatation was performed with 3 different balloons on the lesion located in the mid lad; however, the 2.5x18 mm xience v stent would not cross the lesion. During the attempt to cross the lesion the proximal shaft of the stent delivery system separated in two pieces. A non-abbott stent was used to complete the procedure successfully. There was no clinically significant delay in the procedure, or adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the shaft separation/detachment was confirmed. Failure to advance/cross the lesion could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.